Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Date of event: unknown, assumed 1st day of month complaint was reported. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Per consulting medical surgeon: spoke with dr. (B)(6) who has known this patient for several years and has a good relationship with her. His work ups to diagnose her new symptomatology have included a marshmallow swallow which demonstrated a functioning linx device and no reflux. She¿s also had a CT scan which shows no gastroesophageal issues. Most recently his colleague at the univ of rochester performed an egd which demonstrated no reflux and easy passage of the scope through the linx device. He indicated he would reach out to the patient and attempt to get her to return to the office for further evaluation.

Event description:
It was reported that a linx implanted on (B)(6) 2018, due to gerd and acid reflux. The patient had the option of having either the linx implant procedure or traditional surgery and chose the linx implant. Starting near the end of (B)(6) of 2019, the patient started experiencing nausea after eating, initially lasting for fifteen minutes and steady getting worse up until (B)(6) of 2019. The patient was also experiencing heartburn and stomach ache. The patient consulted with the nurse practitioner at the heartburn clinic, where her implant doctor resided. The patient was consulting with this office until (B)(6), when after a visit at the ER for heart related issues on (B)(6) 2019. The patient visited her implant doctor on (B)(6) 2019, had a barium swallow test and the implant doctor found scar tissue. The doctor recommended the patient eat chicken, to break up the scar tissue. On (B)(6) 2019, the patient experienced vomiting and diarrhea, went to the ER and was referred to a gi doctor. The patient attained a referred from her primary doctor, not the implant doctor, to see the gi doctor. The patient saw the gi doctor on (B)(6) 2019, as well as a cardiologist for her heart issues on (B)(6) 2019. An endo-colonoscopy and biopsies were performed and it was determined the patient had developed irritable bowel syndrome. The patient also had a breath test on (B)(6) 2019 and was diagnosed with sibo - small intestinal bacterial overgrowth. The gi doctor referred the patient back to her implant doctor to discuss removal options for the linx device. The patient returned to her implant doctor, with the results, looking to have the linx removed and received push back from the implant doctor. The patient is currently on prilosec and milk of magnesia. There currently aren't any plans to remove the linx device.